Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. The target lesion was located in the severely calcified vessel. A 4.00 x 32 synergy stent was advanced for treatment. However, the device failed to cross the lesion and stent was damaged while deploying. A 16 x 2.25 promus elite stent was also used and failed to cross the lesion. The promus elite stent was damaged while deploying on a calcified lesion. There were no patient complications reported.